Event description:
The physician reported noise oversensing in ventricular channel during the replacement the associated ICD (normal battery depletion). The physician did not want to replace the lead since the electrical parameters are always in the normal range.

Event description:
Noise oversensing was observed in ventricular channel during the replacement the device (normal battery depletion). The physician did not want to review the ventricular lead and replaced it as the electrical parameters are always in the normal range.